Event description:
Customer reportedly obtained results of 350 mg/dl and 110 mg/dl on the compact system within 10 minutes. Customer took 2 units novolog based on result of 350 mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent.